Manufacturer narrative:
On (B)(6) 2016, the customer reported that the occlusion issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 197 mg/dl. The customer found a crack in the cartridge tubing. The pump supplies were changed and insulin delivery was resumed.